Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator failed active exhalation testing during a fco81 implantation. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the failed test was confirmed. The field service engineer replaced the evo 3 way solenoid valve and the active exhalation control module to resolve the issue and completed testing. The original 3 way solenoid valve and proportional valve were sent to the philips investigation lab (pil) for further evaluation and pil was unable to confirm the failure of the proportional valve. Pil concluded that the proportional valves operated as designed. Pil was able to confirm the failure of the solenoid valve and suspects that internal contamination caused the test failure. The evaluation results and conclusion code grids have been updated to reflect this new information.

Event description:
The manufacturer received information alleging a ventilator failed active exhalation testing during a fco81 implantation. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the failed test was confirmed. The field service engineer replaced the evo 3 way solenoid valve and the active exhalation control module to resolve the issue and completed testing.